Event description:
It was reported that the patient underwent a gynecological procedure to treat sui on (B)(6) 2006 and mesh was implanted into the patient. It was reported that she experienced mesh erosion, pain, infection, dyspareunia and other injuries following the procedure, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4) - dyspareunia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that mesh was implanted to treat pelvic relaxation and stress urinary incontinence with concurrent total abdominal hysterectomy/bilateral salpingo-oophorectomy. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted along with concurrent total vaginal hysterectomy.